Event description:
Complainant alleged that during a daily shift check, the autopulse resuscitation system displayed a user advisory ua 17 (max motor on time exceeded during active operation) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.